Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during investigation, the pump was powered on to a display with missing pixels running vertically. The pump was opened to find no damage to the display connector. The display latch was secure. A test display was installed and worked properly. The original complaint of a display with a line through it was unable to be confirmed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.